Manufacturer narrative:
Six months post-operative, during a follow-up examination on (B)(6) 2021, procedure medical data review indicated that diagnostic testing was performed on (B)(6) 2021 which revealed significant residual aneurysm, with the stent which was initially placed demonstrating evidence of being receded at the time of deployment and partially covering the aneurysm neck. Procedure data indicated that upon this clinical finding, endovascular retreatment was planned and discussed with the patient. On (B)(6) 2021, the physician indicated and reported that an attempt was made to catheterize the aneurysmal pocket using the headway 17 microcatheter and traxcess 14 guide wire, but the physician was unable to position the microcatheter satisfactorily, as a result of the stent already implanted. Procedure data indicated that a silk vista 3.5 x 20 stent was then deployed, satisfactorily covering the aneurysm neck. Procedure data further indicated that the stent recatheterized and the proximal portion of the stent dilated with the use of the eclipse 6 x 9 balloon, enabling good apposition of the stent to the carotid walls. No occlusion or branch delay on final control silk-screens was reported. Systematic CT scan at the end of the procedure identified: no particularities and no bleeding. Based on the procedure data available for review, no device malfunction was reported by the operative physician which was associated with placement of the initial stent. There is evidence that the selection of the incorrect size of the initial stent may have contributed to the physician reported receding of the device which led to partial coverage of the aneurysm neck at the time of initial deployment and the performance of re-treatment. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.

Event description:
It was reported through a fred epi clinical study: on (B)(6) 2020, the patient received embolization treatment for a bilobe aneurysm, located in the left ophthalmic artery. The aneurysm never ruptured and was not previously treated. The treatment consisted of using a stent. The stent has spontaneously expanded but not covered the neck. 08 coils were also used during the procedure. The parent artery remains without stenosis at the end of the procedure. Aneurysm sizes: (height, width, neck): 9.7x 8.7 x 4.8 mm; distal diameter: 2 mm; proximal diameter: 3.5 mm. On (B)(6) 2020 (discharge): the neurological evaluation of the patient is mrs score 0. On (B)(6) 2021 (short-term fup visit): the neurological evaluation of the patient is mrs score 0. The dsa imaging control showed a residual aneurysm (raymond-roy scale iii). A retreatment is planned. On (B)(6) 2021 (long-term fup visit): the neurological evaluation of the patient is mrs score 4. On the dsa imaging control, the aneurysm is completely occluded (raymond I) and the parent artery remains without stenosis. No additional information was received regarding the patient¿s follow up treatment.

Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications. Possible complications include but are not limited to the following: ¿ bleeding or hemorrhage including intracerebral, retroperitoneal or other locations. ¿ complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. ¿ device migration. ¿ distal embolization. ¿ headache. ¿ incomplete aneurysm occlusion. ¿ neurologic deficits including stroke and/or death. ¿ perforation or dissection of the vessel(s). ¿ pseudoaneurysm formation. ¿ rupture or perforation of aneurysm. ¿ transient ischemic attack (tia) or ischemic stroke. ¿ vasospasm. ¿ vessel occlusion. ¿ vessel stenosis or thrombosis. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. It is imperative to use the fred system with a .027 inch (0.69 mm) inner diameter headway® 27 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheath into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions: exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use: 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 7] note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If fred system positioning is not satisfactory, the fred system implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. [Figure 8] caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. Caution: the fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate coverage. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of approximately 7 mm on each side of the aneurysm neck/target location to ensure appropriate coverage. [Figure 7] warning: do not detach the fred system if it is not properly positioned in the parent vessel. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the implant is not fully apposed or is kinked, consider utilizing a suitable microguidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred system implant. 21. Caution: carefully watch the fred system implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant.